Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that he pcb and power switch were outdated. The enclosure was heavily stained in the water tank. Both covers were cracked, line cord was worn, and the pole clamp handle was broken. The investigator filled the tank with water, attached temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to power on) was confirmed during testing. The product problem occurred because the connection between the power switch and pcb was damaged. This was resulting in no power to the unit. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the power failure was a design issue. This was established as the root cause. The pcb and aforementioned damaged/worn components were also replaced. The unit subsequently passed all the functional tests.

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed to power on. No patient injury or complications were reported in relation to this event.